Manufacturer narrative:
Return requested for suspect positioning sensor unit (psu) 07/22/2016. No parts have been received by manufacturer for analysis. On 08/04/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial procedure, registration was completed without any issues, however, an error message appeared. While navigation was being used, "localizer is not connected" was indicated. The reference frame/scope probe displayed recognition failure. The surgeon opted to discontinue use of the navigation system to continue the procedure to completion. Delay in therapy was 20 minutes. There was no impact on patient outcome.